Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320883 batch no. 8352685. It was reported that during use of the pen ndl 32g 4mm 90 CT mail order only the needles seem to be clogged during priming. This occurred on 2 separate occasions but the date/time and or patient information is unknown. This pr 1351121 records issue of clog on (B)(6) 2019 and unknown date. The following information was provided by the initial reporter: from phone call on 2019-12-19 14:30:41: returned call, consumer stated pen needle did not dispensed the medicine during the priming. One needle did not work couple of days ago, one on (B)(6) 2019. Consumer uses new needle for her injection each time. She visually test the needle to see if it is straight. She does the priming. Consumer tightens the pen needle while attaching, explained not to tighten. Upon opening a new box of pen needles I have had 2 so far that seem to be "clogged". At first I thought the insulin pen was not working but once I changed the needle the pen worked fine. I get these thru mail order and I am unable to find a lot number on the box. Is there any sort of known problem? I did not see any type of alert. Is it possible to get a replacement box? I am unable to go through the mail order service because I switched health insurance companies.

Event description:
Material no. 320883 .batch no. 8352685 . It was reported that during use of the pen ndl 32g 4mm 90 CT mail order only the needles seem to be clogged during priming. This occurred on 2 separate occasions but the date/time and or patient information is unknown. This pr 1351121 records issue of clog on (B)(6)2019 and unknown date. The following information was provided by the initial reporter: from phone call on (b0(6) 2019 14:30:41: returned call, consumer stated pen needle did not dispensed the medicine during the priming. One needle did not work couple of days ago, one on (B)(6)2019. Consumer uses new needle for her injection each time. She visually test the needle to see if it is straight. She does the priming. Consumer tightens the pen needle while attaching, explained not to tighten. Upon opening a new box of pen needles I have had 2 so far that seem to be "clogged". At first I thought the insulin pen was not working but once I changed the needle the pen worked fine. I get these thru mail order and I am unable to find a lot number on the box. Is there any sort of known problem? I did not see any type of alert. Is it possible to get a replacement box? I am unable to go through the mail order service because I switched health insurance companies.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10